Event description:
It was reported that the epg (external pulse generator) began to power on, then turned itself off. There was no "low battery" indicator displayed. The device was replaced. There was no patient involvement. The biomedical engineer received the device from staff without the original battery. When tested with a good battery, it powered on normally. The device will be returned for evaluation/repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.